Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, pt reported he has been getting a lot of e4 occlusions which started about 3 weeks ago. Pt stated he would receive the occlusions when he was attempting to deliver a bolus. Pt reported any amount of insulin over 3 units would cause an occlusion. Pt reported when he would get an occlusion he would change out the tubing and the site, but the same thing would still happen. Pt switched to the backup infusion device about a week ago and has not received any occlusions since. Pt stated that a few times, after physical activity, he would get an occlusion and remove the site. Pt reported he would notice that the cannula was bent. Pt stated this only happened about 2 times. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.